Event description:
It was reported that the customer was using femsoft urethral insert samples provided to her by her physician. The customer reported that she experienced irritation the first time she used to femsoft inserts. The customer reported that she quit using the femsoft inserts on (B)(6) 2010 due to the customer feeling like she had an infection. The customer reported that she went to a local clinic and was diagnosed with a urinary tract infection. The customer reported the physician prescribed an antibiotic for the customer to treat the uti.